Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a small crack on the plunger right case. Review of event history log not applicable. Functional testing was able to replicate the reported issue and it was found to be intermittent. The root cause was suspected to be the connections between the speaker, interconnect pcb, and main pcb were loose. The speaker was replaced as well as the interconnect and main pcb as a preventative measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a primary audible alarm. There was no patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer .